Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the drawings, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The customer reported that the chait percutaneous cecostomy catheter is breaking at an unspecified time following implantation. The device reportedly broke at the junction of the catheter and the patient externalized portion of the hub. The broken catheter was explanted and replaced with a new device. No further event or patient information was provided.